Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil did break on that side/broken small piece of coil"), uterine perforation ("uterine perforation with hulka uterine manipulator after extensive adhesiolysis of anterior uterus to abdominal wall"), genital haemorrhage ("bleeding") and uterine injury ("complication of device removal-the cornua on the left was damaged") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever and endometriosis. Concurrent conditions included abdominal pain, low back pain, lower abdominal pain, pelvic adhesions, multigravida and parity 4. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine injury (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection"), allergy to metals ("nickel sensitivity") and alopecia ("other (list): hair loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, uterine injury, pelvic pain, infection, allergy to metals and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, device breakage, genital haemorrhage, infection, pelvic pain, uterine injury and uterine perforation to be related to essure. The reporter commented: patient suffers heavy growth probable gardnerella vaginalis heavy growth normal vaginal flora. Left coil: four coils visible in the uterine cavity. Right coil: essure device was introduced and the coil advanced into the ostia and deployed leaving two coils visible in the uterine cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, bleeding, infection. Concerning the injuries reported in this case, the following ones were reported via medical records: uterine perforation and device breakage. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil did break on that side/broken small piece of coil"), uterine perforation ("uterine perforation with hulka uterine manipulator after extensive adhesiolysis of anterior uterus to abdominal wall"), genital haemorrhage ("bleeding") and uterine injury ("complication of device removal-the cornua on the left was damaged") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever and endometriosis. Concurrent conditions included abdominal pain, low back pain, lower abdominal pain, pelvic adhesions, multigravida and parity 4. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine injury (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection"), allergy to metals ("nickel sensitivity") and alopecia ("other (list): hair loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, uterine injury, pelvic pain, infection, allergy to metals and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, device breakage, genital haemorrhage, infection, pelvic pain, uterine injury and uterine perforation to be related to essure. The reporter commented: patient suffers heavy growth probable gardnerella vaginalis heavy growth normal vaginal flora. Left coil: four coils visible in the uterine cavity. Right coil: essure device was introduced and the coil advanced into the ostia and deployed leaving two coils visible in the uterine cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, bleeding, infection. Concerning the injuries reported in this case, the following ones were reported via medical records: uterine perforation and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.